Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced multiple suction alarms as well as a placement signal low alarm. Echocardiogram (echo) was used to evaluate position revealing catheter imbedded very deep into left ventricle and under a papillary muscle. The catheter also displayed a large amount of slack which was removed, and the catheter repositioned under echo guidance.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.